Manufacturer narrative:
The communicator was retained by the fire department. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that the patient with the communicator experienced a fire at their apartment. The patient was not at home at the time of the fire and there were no reports of injury. Prior to the fire there was no power at the apartment, therefore the patient stayed elsewhere. When they returned home they found their apartment covered in soot and smoke. It was reported the communicator was on a plexiglas surface and it was believed the communicator heated up to a point where the surface began to smolder resulting in burning of the plexiglass surface. It was also reported the power cord had melted. Additionally, the communicator became fused to the surface of the table. It was reported the fire department suspected the communicator power supply had an electrical short which resulted in the fire.